Event description:
In (B)(6) 2014, the surgeon performed an si joint fusion on the patient placing three ifuse implants. The patient reported radicular pain a few months later. A CT scan revealed that the most superior implant had breached the foramen and was impinging on the nerve root. In (B)(6) 2014, the surgeon performed a revision surgery where he removed the implant that was impinging on the nerve. The patient's pain resolved following the procedure.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certifcates of conformance and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant impinging on a nerve. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7040-90, lot# i0890, manufactured 03/22/14, expires 2019-01; ifuse implant, p/n 7045-90, lot# i0382, manufactured 04/22/13, expires 2018-03; ifuse implant, p/n 7050-90, lot# i0835, manufactured 10/23/14, expires 2018-10.